Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient reported that they are not doing well and are very discouraged with pain. They stated that they have changed programs when necessary. The patient indicated that the device slightly helped with their condition but didn¿t do what they hoped. They stated that they can¿t imagine what they could be like in a few more years, and that they have to be in good shape to help their wife but are limited. The rep indicated that they met with the patient to offer more programming. Additional information received from the manufacturing representative indicated that they were first made aware of the patient¿s issues on (B)(4) 2018. They stated that they are unsure why the patient¿s device slightly helped the patient¿s conditions. They stated it was possible the patient had unrealistic expectations of the therapy, but also noted that according to the patient, they felt that the device was more effective over the trial period versus the permanent implant. The issue was not resolved after reprogramming. Additional information was received from the patient stating that the device was not working for them as it was giving them the pain relief that they need. They stated their pain was in their ba ck-thoracic and lumbar part and in their legs down their feet. They reported that they felt a big improvement during the trial and got at least 50 percent in pain reduction, but the permanent never did what the trial felt like originally. The patient had four adjustments so far. One manufacturer representative adjusted it three times and the last time that rep recommended to get it adjusted by another manufacturer representative (rep) who had been with the company for seven years. Since then, it was reported to have been worse as they had to charger every day now. They stated in fact the battery level goes down and the patient programmer says ¿recharge now¿. They stated that the rep told them they would be charging more, but they never expected it would be every day. Before the adjustment the charge lasted sometimes for five days. The patient wanted to go back to the settings their original rep gave them about 1.5 to 2 months ago. The rep tried setting it like they had during the trial but it was not doing the same thing at all. The patient stated at one time they thought the patient should have an x-ray to make sure nothing moved. The patient stated they know they feel the tingle, they just aren¿t getting pain relief. They stated they were going to be getting steroid shots in their lower back today and they were pretty unhappy with the device. They stated they were the first person in colorado to get the new system and they didn¿t know if the device was not be perfected yet or what not. They stated that they should not have to get shots again to relieve the pain. The patient was also not happy about charging every day. They stated they had more in life to do and would rather take the device out. If they knew it would be like this they would not put it in. The patient was getting to the point where they were getting desperate a little bit more disgusted every day. They stated it was a really expensive surgery and was not worth their money or their insurance¿s money. They stated they needed the manufacturer to tell them what their next step was. The patient was redirected to their healthcare provider (hcp). A listing of hcp were offered, but the patient stated they were sure their rep could give them listings. The patient was going to be texting their rep. It was reported that their lack of pain relief occurred since implant (2 017-10-11). They thought the issue of it becoming worse where the patient was having to charge every day started probably about 1.5 months ago. They tired looking at their calendar saying it was around may, but they could not find the exact date (2018). Additional information received from the manufacturing representative (rep) indicated that they will be meeting with the patient to reprogram their device. They stated that they will ultimately need to change the parameters of the patient¿s stimulation. The rep noted that the issue has not been resolved at this time. They stated that the patient is also having a lack of efficacy as well. Additional information was received from the consumer on 2019-apr-02 reporting that the scs caused more pain since implant. Multiple reprogrammings did not resolve the issue. The patient had a planned replacement surgery. No further complications were reported.